Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 15 years, since the subject device was manufactured. Therefore, the device history record could not be checked. Based on the results of the legal manufacturer's investigation, it was surmised, that the phenomenon occurred, due to the defective video connector socket. However, the cause of the defective video connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, an intermittent image was discovered. This failure was being caused by bad video connectors. The connection socket was worn, and therefore causing interfering stripes to appear in the image. The socket will need replacing. While the device has been evaluated, the investigation is still on-going. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus control unit due to sporadic failures at the connector. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, an intermittent image was discovered due to a failure of the video cable connector. This report is being submitted to capture the intermittent image noted during the device evaluation.